Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion location and details are unk. A 2.5x15mm apex monorail balloon ruptured at 10 atmospheres. It is unk how many inflations. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported. Multiple attempts to obtain additional info have been unsuccessful. This product is only ous approved but it is similar to a marketed us device.